Event description:
Reporter alleged obtaining a discrepant blood glucose result of 122 mg/dl on the aviva system compared back to back with a result of 75 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that later that day, another comparison of 174 mg/dl on the aviva system was made with a result of 95 mg/dl on the professional system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.